Manufacturer narrative:
Patient identifier and weight are unknown. (B) (4) (inconsistent impedance readings, insufficient roll-off). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2009-02374 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen coaccess electrode system were used during a renal rfa (radiofrequency ablation) of the left kidney procedure performed on (B)(6), 2010 ((B)(6) old, female patient). According to the complainant, following the 4cm electrode algorithm, the ablation treatment was performed. At 15 minutes, full power (190 watts) had been reached and roll-off had not occurred. The physician set the system to 190 watts and began ablating once again. However, at 13 minutes, odd impedance readings were displayed by the console further indicating that the impedance began to drop. At this point, the physician became concerned and chose to end the procedure. Post procedure, while reviewing the CT scan of the ablated kidney, the physician noted that the ablated area seemed to extend outside the expected zone. Upon further review, the physician found it difficult to discern between the treated and untreated areas of the kidney so he planned a follow-up CT at one month. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2009-02374 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen coaccess electrode system were used during a renal rfa (radiofrequency ablation) of the left kidney procedure performed on (B) (6) 2010 ((B) (6), female patient). According to the complainant, following the 4cm electrode algorithm, the ablation treatment was performed. At 15 minutes, full power (190 watts) had been reached and roll-off had not occurred. The physician set the system to 190 watts and began ablating once again. However, at 13 minutes, odd impedance readings were displayed by the console further indicating that the impedance began to drop. At this point, the physician became concerned and chose to end the procedure. Post procedure, while reviewing the CT scan of the ablated kidney, the physician noted that the ablated area seemed to extend outside the expected zone. Upon further review, the physician found it difficult to discern between the treated and untreated areas of the kidney so he planned a follow-up CT at one month. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. Environmental stress testing, under conditions of high and low temperature, high and low margin (supply) voltage, and short-circuit shutdown, was performed. The generator did not exhibit any malfunction which could account for the event. Furthermore, the device passed all performance criteria of its final test procedure. The condition of the returned incident device showed no evidence of either the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).